Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective paramagnetic sensor. Correction: defective paramagnetic sensor replaced.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: system test: o2 mixer test not pass. Paramagnetic oxygen sensors: sn. (B)(6). Sn. (B)(6). Sn. (B)6). Incorrect fio2 monitoring. For example: unit fio2 settings is 21% monitoring about 30%. Paramagnetic o2 sensor calibration process is completed and status message "calibration ok" is shown on the display (tried several times).